Manufacturer narrative:
T:slim user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended incorrect bolus amounts to be delivered. Customer had elevated blood glucose (bg) levels in the 300 mg/dl range. During troubleshooting with tandem technical support, it was found that the pump am/pm time settings were switched. Tandem technical support guided the customer through adjusting the pump am/pm time settings. Customer delivered a bolus to address elevated bg levels.